Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a insyte autog bc blu 22ga x 1.0in leaked through the blood control valve during use. The following was reported by the initial reporter: "it was reported that the blood flowed back. Per email: we had another incident today with blood flowing back out of the 22 gauge. Where are we at with this? Should we continue to notify you when something happens?"

Event description:
It was reported that a insyte autog bc blu 22ga x 1.0in leaked through the blood control valve during use. The following was reported by the initial reporter: "it was reported that the blood flowed back. Per email: we had another incident today with blood flowing back out of the 22 gauge. Where are we at with this? Should we continue to notify you when something happens?"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 111 unused, sealed units and one unit in opened packaging from ref 382523, lot 0169672. During the visual/microscopic examination of the units it was observed that the septums and actuators were not damaged and were in the correct position. Per bd policy, forty-five units were randomly selected for testing. The units were tested for leakage from the septum and beyond the plug. No leakage was observed. Seventy- six units were inspected for vent plug damage but no damage was observed. Based on the returned samples, bd was unable to confirm the reported defect. DHR for lot number 0169672 has been reviewed. No related quality issues or process deviations were found.